Manufacturer narrative:
A device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the scs ipg site. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted. The infection has since resolved.